Event description:
It was reported that the customer had received multiple no delivery alarms on the insulin pump. Customer's blood glucose was 75 mg/dl at the time of the report. She was advised she could try different cannula lengths with various infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.